Event description:
(B)(4). Event occurred in (B)(6). The patient reported that during night, the tubing got loosened from the insertion spot. On visual inspection, it was found that the tubing was detached from the tubing-tubing connector. Please note that, unomedical reference number (B)(4) are connected with each other as they belong to the same patient. No further information available.